Event description:
The date of the event is unk. The doctor told us that the problem occurred about 2 months ago. The doctor has replaced the mini-set (that worked correctly for 2 months) to the pt dav, because the pt has reported that some liquid came out from the mini-set even if the clamp was closed. No problem for the pt has been reported. The sample is available and the sales rep, who has it, tells me that it seems broken down because some plastic pieces near the clamp are missing.

Manufacturer narrative:
(B) (4). Eval summary: results indicate confirmation of the reported event of some liquid came out from the mini-set even if the clamp was closed, due to a broken occluder foot. The root cause for broken occluder feet is the pt overtorquing the twist sleeve in the opening direction and the use of various chemicals to clean the transfer set, which can cause environmental stress cracking (i.e. Chemical solutions in contact with the part under an applied stress). Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.